Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had patient on arctic sun device and was cooled to target temperature but the temperature was dropped. The patient temperature was 35.1c , target temperature are 37c, water temperature are 41c, flow rate are 2.8l/m. It was confirmed that the patient had correct size pads on with proper abdomen coverage (39kg with small pads). The rectal probe were connected to bedside monitor and read 35c. They confirmed there was no alerts/alarms. The nurse checked the protocol and saw if any external interventions such as adding bair hugger or warm blankets can be utilized. Certain medications can cause a temporary "overshoot" effect as well. The nurse changed the rate from max to .5 to avoid patient injury. They suggested diligent skin checks. The nurse thought it might been overshoot that had the patient temperature dropped inline with the time they began treating the shivering. They explained the machine was functioned properly (good pad coverage, good flow, warm water). The nurse would need to investigate clinical reasons the patient temperature was not responding if it did not increase after taking the interventions.

Event description:
It was reported that the nurse had patient on arctic sun device and was cooled to target temperature but the temperature was dropped. The patient temperature was 35.1c , target temperature are 37c, water temperature are 41c, flow rate are 2.8l/m. It was confirmed that the patient had correct size pads on with proper abdomen coverage (39kg with small pads). The rectal probe were connected to bedside monitor and read 35c. They confirmed there was no alerts/alarms. The nurse checked the protocol and saw if any external interventions such as adding bair hugger or warm blankets can be utilized. Certain medications can cause a temporary "overshoot" effect as well. The nurse changed the rate from max to .5 to avoid patient injury. They suggested diligent skin checks. The nurse thought it might been overshoot that had the patient temperature dropped inline with the time they began treating the shivering. They explained the machine was functioned properly (good pad coverage, good flow, warm water). The nurse would need to investigate clinical reasons the patient temperature was not responding if it did not increase after taking the interventions. Per follow up information received via email on 30oct2023, the device will not be sent in for evaluation. There was no loan device sent to the customer for their warehouse. Unknown whether they used another one of their devices or used the same device. Per follow up information received via email on 20nov2023, patient temperature was controlled after nurses followed the clinical recommendations or troubleshooting tips given by us team. Issue revolved with troubleshooting tips given by us team. No repairs needed, fault did not lie with the device. Therapy was completed on original device. No impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.